Event description:
The customer reported that on 2/26/99 the physician deployed vasoseal vhd kit size #2. Post deployment it was noted that the sheath was not intact. The sheath was removed from the patients groin with hemostats. Hemostasis was achieved with maual compression. No further complications were reported.